Event description:
Related manufacturer reference number: 2017865-2022-15660. It was reported that the patient presented to an implant procedure. During the procedure, the right ventricular and atrial lead exhibited high capture threshold as they would keep dislocating. The leads were not used. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported events were lead dislodgement and high capture threshold. As received, a complete lead was returned in one piece. Visual inspection found not anomalies. The reported event of high capture threshold was not confirmed. Electrical testing was normal. The s-curve height was measured to be within specification.

Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the right ventricular and left ventricular lead exhibited high capture threshold as they would keep dislocating. The leads were not used. The patient condition was stable post-procedure.